Manufacturer narrative:
Date of event: (B)(6). Date of report: 26aug2019. The manufacturer¿s international service technician replaced the data acquisition (da) pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The data acquisition (da) pcba returned to the manufacturer and was tested and no failures were identified. The manufacturer¿s field service engineer (fse) replaced front bezel to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
During periodic maintenance, the manufacturer¿s international service technician found that the pressure accuracy test failed at that 0cmh2o setting. There was no patient involvement.